Event description:
Dealer states: the chair will drive ok at slower speeds, but at higher speeds the chair will veer and when you try to correct the driving the chair will drive in circles. Dealer states when testing the chair, he states it almost threw his tech out of the chair. No injuries reported. No parts being replaced, but advised swap leads and see if it switches.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 1 yr 7 months old. The owner's manual part number 1143206 rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.